Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system expired due to infection. The infection was reported to be caused by the pacemaker.